Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable troponin t hs elecsys assay result from one patient sample tested on the cobas e 801 analytical unit. The reporter stated they obtained the following results from the patient sample: 361 pg/ml, 6.92 pg/ml, and 5.23 pg/ml. The questionable result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.